Manufacturer narrative:
Submit date: 03/15/2017. This complaint was investigated. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Based on information the actual device involved was a palindrome catheter, however the sample received at cms was a mahurkar 13.5 cm catheter without arterial (red) adapter. The catheter came inside a generic plastic bag and did not present signs of use and the arterial adapter was detached from the extension and it was not presented in sample returned. Additionally the venous (blue) adapter did not present any problem. Sample was provided by the customer, based on visual inspection the catheter did not present signs of use and the red adapter was not present in the returned sample. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. The evidence provided is not enough to relate this event to the manufacturing operations; the red adapter was not present in returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter overtightening). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be performed.